Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to vt detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a syncopal episode. It was thought that the implantable cardioverter defibrillator (ICD) wavelet algorithm was incorrectly labelling the normal beats as not matching and then withholding therapy for what appears to be ventricular tachycardia (vt). It was indicated that the patient has high rate sinus rhythms that also contain premature ventricular contractions (pvc¿s) and vt¿s which appear to be incorrectly classified as sinus rhythms by the device. Reprogramming was completed and a manual wavelet template was collected. The device remains in use. No further patient complications have been reported as a result of this event.